Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient was taken to the hospital on an unknown date by paramedics due to low blood glucose (bg). The patient was reportedly treated and released from the hospital without being admitted for low bg of an unknown measurement, but was believed to be less than 3 mmol/l, allegedly resulting from inadvertent insulin infusions via the insulin pump. The reporter stated the pump's report showed a bolus of 3 units then 5 units at 00:22 on (B)(6) 2013. There was no information available regarding the treatment the patient received at the hospital or the details of the patient's discharge from hospital care. The reporter stated that the patient's parents no longer trust the insulin pump. The reporter denied damage to the pump or issues with keypad functionality. The reporter stated that all of the patient's boluses are ez-carb boluses and the two boluses that were allegedly inadvertently delivered were normal boluses. The reporter stated that the patient's parents verified that the pump is always locked and they did not know if the patient unlocked the pump and delivered the normal boluses or if the pump delivered the boluses on its own without user input. This complaint is being reported because the patient reportedly experienced low bg of an unknown value allegedly resulting from inadvertent insulin infusion of an unknown origin that was treated at the hospital without inpatient admission.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.